Manufacturer narrative:
Correction: the implant date is unknown.

Event description:
During a remote follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The device was then reprogrammed as an interim resolution. The patient is stable.